Manufacturer narrative:
Patient¿s identifier, date of birth, age and weight are not available for reporting. This report is for one (1) unknown connecting screw for extraction of dhs blade. Part and lot numbers are unknown. Without the specific part and lot numbers, the UDI is not available. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Reporter phone number: (B)(6). (510k): unknown, as specific part and lot numbers for connecting screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connecting screw for extraction of dhs blade broke intraoperatively on (B)(6) 2017. There was no prolongation of surgery reported. No information about patient outcome. This report is for one (1) unknown connecting screw for extraction of dhs blade. This is report 1 of 1 for complaint (B)(4).